Event description:
The device was unable to select leads, unable to analyze and did not display an ECG signal. Complainant did not indicate that there was any pt involvement in the reported malfunction.